Manufacturer narrative:
The pre-mixed dialysate bag was discarded by the user. A failure was confirmed through photographic visual inspection of the involved device. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from non medical personnel at a hospital regarding a pre-mixed dialysate bag which ruptured while activating the solution for patient use on (B)(6) 2018.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product was released meeting all quality criteria and manufacturing specifications.